Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site. Clinical management is ongoing. The implanted device remains.

Manufacturer narrative:
Per the clinic, it was reported that the patient's infection was treated with antibiotics (type and date not reported). This report is submitted on march 14, 2017.